Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 188 mg/dl. Customer stated that the keypad was malfunctioning and there was damage on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.